Event description:
During troubleshooting for an unrelated alarm during initial drain on a homechoice (hc) device, it was reported that the caregiver (cg) had taped over a tear in the patient line. The technical service representative (tsr) assisted the cg in ending therapy and advised the cg to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and found a cut/hole in the patient line. Leak testing was performed and found a leak at that cut/hole. Clear passage testing and clamp function testing were performed with no issues. The device was run on a lab homechoice (hc) machine with no issues. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide advises the patient to check the cassette for obvious signs of damage including cuts, tears, or punctures prior to use and advises the patient to obtain a new disposable if damage is found. The guide also warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(6).